Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that the patient was injected with 0.5ml juvéderm® ultra xc product in the nasolabial folds area and marionette lines. The patient did not like the feel of the product and requested it to be dissolved with hyaluronidase. A few days later, the patient developed an ulcer with redness on the inside of the mouth as well as some redness in the malar area. The patient was treated with doxycycline and prednisone and felt better the next day.

Event description:
Additional information provided patient symptoms have resolved without permanent damage.